Manufacturer narrative:
Updated: h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported intermittent image issue could not be determined, as the issue could not be reproduced and no additional event information was reported or available. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center images are sometimes not displayed. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.